Event description:
It was reported that the patient was seen in the clinic with redness and drainage at the driveline exit site on (B)(6) 2022. The exit site was cultured found to be positive for staphylococcus. The patient was treated with oral antibiotic doxycycline as an outpatient. The patient was still on oral antibiotic doxycycline at home as of (B)(6) 2022. The patient is being monitored as an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.